Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-dec-2018 with the following findings: a review of the pump¿s black box showed evidence of occlusion alarms; force at the time of occlusions was high. During testing, the pump successfully completed the ez-prime steps with no warnings occurring. The pump was exercised for 24 hours with no occlusion alarms occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The pump was opened and no intermittent condition was found on the force sensor circuit. The complaint of an occlusion issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.